Event description:
It was reported that a user started a new freestyle libre 3+ sensor, received a warmup completion, then awoke to a sensor offline alert and could not obtain readings until pairing was reinitiated through the ilet mobile app, after which the ilet indicated recognition and connection of the active sensor. The user experienced intermittent loss of sensor data with no adverse clinical symptoms reported. Outcomes included temporary interruption of sensor communication without injury or medical intervention. User support included guided troubleshooting to restart the ilet and reattempt pairing through the ilet app and device menu. Investigation of this case revealed a pairing failure that resolved after device restart and re-pairing steps, consistent with a communication or connectivity issue between the ilet and the libre 3+ sensor. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication error.